Event description:
A customer reported a burned out lamp and a strong odor coming from the equipment during a vitrectomy procedure. They replaced the lamp and smoke started coming out of the equipment. The procedure was able to be completed following a ten minute delay for a system exchange. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed both system messages reported and noted that the lamp was burned. The power supply and lamp were replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).